Event description:
I got breast implants on (B)(6) 2017. Soon after that I started having several health problems which lead to hospitalization. Mental confusion, joint pain, hair loss, dry eyes, chronic fatigue, and persistent flu-like symptoms.